Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient was shocked multiple times due to noise on this lead. Lead oversensing was due to external noise. Device remains implanted. Should additional information becomes available, this event will be updated.